Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. No excessive no delivery alarm. Max delivery alarm function properly during test. Insulin pump received with scratched lcd window. Device received cracked case display window corner. Device received with cracked battery tube threads. Device received with cracked belt clip slot. Insulin pump received with broken reservoir tube lip. Insulin pump received with cracked reservoir tube. Device received missing end cap sticker.

Event description:
Customer reported via phone call that the device alarmed an error. Customer's blood glucose was 450 mg/dl. Customer had been delivering bolus and did not understand why blood glucose was high. Found no delivery alarms in history. After troubleshooting, customer was advised to change the entire set. Customer agreed to return the device for analysis.